Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information and guided the caller through resetting the pump. After the reset, the cgm error code did not reappear.